Manufacturer narrative:
H.6. Investigation summary: DHR-the lot number was built/package on nfa line 1 from (B)(6) 2018 through (B)(6)2018 for the amount of 174,650. 4 non-related td¿s were in place during production (td2018-16 verification of registration-pkg, td2018-34 parameter change-pkg), td2018-20 100% visual for hot peel-pkg and td2018-21 for exception for damage on the canister (bottom)) 3 non-related qns (B)(4) -global- safety shield activation failure, (B)(4)-missing inspection-pkg) and disposition, root cause and corrective actions were applied per quality control plan. All other samples were preformed according to the quality control plan and all passed per specifications. Received one 18ga nexiva unit consisting of a catheter-adapter ext. Set, a fully disengaged needle-grip assembly within an open package from lot number 8158843. Visual/microscopic evaluation: the unit had traces of patient residue visible throughout its components. Prominent traces of blood were present around the edge of the septum and the canister (upon wings removal) the septum-canister assembly displayed it had been improperly assembled: the end of the canister exhibited cracks. The septum creased around the top end of the canister. Water/air leak test: water/air leak test was performed by connecting the end of the lab supplied male slip luer test fitting to the adapter. No leakage was observed (presumably blockage caused from dry blood). Investigation conclusion: manufacturing--a definitive cause that triggered the damage observed on the septum assembly could not be determined, however it has been concluded to be caused by the manufacturing process.

Event description:
It was reported that blood leaked from the back of the bd nexiva¿ closed IV catheter system. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the back of the bd nexiva¿ closed IV catheter system. There was no report of exposure, injury, or medical intervention.